Event description:
It was reported that one year four months post port placement procedure, the device allegedly had a break. It was further reported that x-ray confirmed a saline leak and the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic visual and function evaluations were performed. The investigation is confirmed for catheter fracture, leak, deformation and naturally worn as a complete circumferential break was noted approximately 5.0cm from the distal end of the cath-lock and both edges of the complete circumferential break were jagged. Additionally, granularity and smoothness was also observed on both edges of the complete circumferential break. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported some time post port placement procedure, the device allegedly had a break. There was no reported patient injury.